Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-jun-15 arjo was first contacted by (B)(6) in the united states, who was requesting quality check sheets for a citadel bed (serial number (B)(6)). Following the information provided by facility staff on 2018-jun-21 arjo representative became aware of malfunction of the citadel bed exit alarm. Further follow up with facility representative on 2018-jun-22 revealed that there was an incident involving the bed in question. Following the information reported the patient was trying to transfer himself to the wheelchair when his left knee suddenly 'gave away' what in consequence led to the patient's fall. Then patient's mother call out for nurse assistance. When the facility staff came to the room the patient have already been sitting up in wheelchair. The patient sustained mild pain to bilateral knees and left hip as a result of the fall. The nurse assessed the patient and applied an ice pack on his wounds. On 2018-jun-22 we were informed by arjo sale and service representative that they were not able to confirm any communication between customer and service technician indicating arjo technician may have been made aware of the bed exit alarm malfunction. According to the information provided by customer facility staff at the time the patient fall occurred the patient was weak and did not call for staff assistance while exiting the bed. Moreover the exit alarm was not activated as the nurses did not know how to turn it on. As per information provided by customer it was found out that the exit alarm was faulty. However the evaluation performed by arjo technician did not reveal any discrepancies, no exit alarm malfunction was noted. Each rental device before being released for next rent must pass a quality control check. The device in question passed pre use quality check successfully. To ensure the safety of our products the instruction for use (830.213 rev. D dated nov 2015) provided to customer together with the involved device includes the following information and warnings: warning: "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended" warning: "caregiver should always aid patient in exiting the bed. Make sure the capable patient knows how to get out of bed safely" information: "the patient movement detection system can be set to alarm when undesired movement of the patient occurs" based on the above findings we can conclude that poor condition of the patient could contributed to the incident. Additionally the patient did not ask for assistance while exiting the bed. In order to prevent the incident from recurrence the customer facility staff has been instructed on how to use the bed. Additionally the customer facility assured that the staff would be trained on high falls prevention. The complaint was decided to be reportable due to the allegation of patient's fall and the injury sustained (mild pain to bilateral knees and left hip). The device was being used for patient care at the time of the incident. There was no technical deficiency found within the device. At the time the incident occurred the citadel bed did not fail to meet the manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was first contacted by (B)(6) medical center in the united states, who was requesting qc sheets for a citadel bed (serial number (B)(4)). Following the information provided by facility staff on (B)(6) 2018 arjo representative became aware of malfunction of the citadel bed exit alarm. Further follow up with facility representative on (B)(6) 2018 revealed that there was an incident involving the bed in question. Following the information reported the patient was trying to transfer himself to the wheelchair when his left knee suddenly 'gave away' what in consequence led to the patient's fall. Then patient's mother call out for nurse assistance. When the facility staff came to the room the patient have already been sitting up in wheelchair. The patient sustained mild pain to bilateral knees and left hip as a result of the fall. The nurse assessed the patient and applied an ice pack on his wounds. On (B)(6) 2018 we were informed by arjo sale and service representative that they were not able to confirm any communication between customer and service technician indicating arjo technician may have been made aware of the bed exit alarm malfunction. The information obtained from arjo rental operations did not show evidence of bed exit alarm malfunction, the unit has since been rented out to a different account.